Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? 1. As of today 2/28, the only patient consequence was delay of case. 2. No change in post-op care was reported. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Sales rep reported that in a laparoscopic sleeve gastrectomy ech60l, reloads and slr were being used. The first fire of the stapler, loaded with a green gst60g reload and reinforced with ech60r was used and fired without incident. The stapler was cleaned using a vigorous swish in saline, wiped with a towel and reloaded with a gst60b and reinforced. On first attempt, the anvil reinforcement attached, but the staple cartridge side reinforcement did not attach. Scrub tech closed and opened device a second time and it loaded. Stapler was closed on tissue and fired. After about 10mm, the tissue started milking out the tip and the reinforcement material seemed to be caught/bunched. The staple line was bleeding and staples malformed. A new stapler was opened and the case proceeded. On the second to last and the last reload, the scrub tech had a similar issue with the slr not sticking properly on the first try despite it appearing to the rep that she was loading it properly. Surgeon opted to over sew entire staple line, leak test both the stomach and the remnant.